Event description:
Follow up information identified the patient underwent surgical intervention where the lead was replaced with a new one which restored therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective therapy. Surgical intervention may be pending to address the issue.